Event description:
A representative reported that the patient was not getting relief prior to the day of the report. The patient had a catheter revision where the healthcare provider clipped the catheter, but they were unable to get csf. They opted to replace the catheter with a new ascenda. The new access kit was unable to be aspirated. The hcp removed the sutureless connector and tried to obtain csf but they were unable. The physician was leaving the catheter and tying it off. The reason for the report was noted to be an unknown catheter occlusion. The medication used within the system was dilaudid. The representative elater reported the rest of the catheter remained in patient. It was tied off, and the sutures were tied too. No csf was present, and the physician could not find the anchor.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the catheter revealed an indent in the seal of the sutureless connector. Under microscope inspection a circular indent could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sutureless connector. Although the anomaly seen down in the cup of the sutureless connector was not the traditional indent seen, it was believed the connector was not centered correctly when connected, and that that offset facilitated coring. Over time the coring slowly caused an occlusion. This indicated the connection between the sutureless connector and the pump¿s outlet port may possibly have been occluded. Occlusion was also verified in lab testing.